Manufacturer narrative:
Citation: chopra n, badin a, shah a, billakanty s, fu e, amin a. New-onset atrioventricular nodal reentrant tachycardia after transaortic valve replacement: is there a causal link?. Heartrhythm case rep. 2024;11(3):252-255. Published 2024 dec 12. Doi:10.1016/j.hrc r.2024.12.005 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent transcatheter aortic valve replacement (tavr) with a medtronic 29 mm evolut fx valve for severe aortic stenosis. Immediately following tavr, the patient developed left bundle branch block (lbbb) with changes in qrs duration and pr interval that remained. Then, approximately three months after tavr, the patient reported new-onset palpitations and indicated that the palpitations ¿occurred daily and lasted several minutes to hours, with sudden onset and offset.¿ an electrocardiogram (ECG) was conducted during a symptomatic episode and exhibited a wide complex tachycardia. ¿due to increased density of symptoms,¿ the authors performed an electrophysiology study approximately six and a half months after tavr and ultimately diagnosed new-onset atrioventricular nodal reentrant tachycardia (avnrt). To treat the issue, the authors performed radiofrequency ablations and administered medication (isoproterenol). Twelve weeks after treatment, the patient¿s palpitations had resolved, and an ECG showed sinus rhythm and unchanged lbbb. The authors concluded, ¿we hypothesize that tavr caused av nodal injury and ensuing differential sluggish conduction over its slow¿fast pathway connections creating the fertile milieu for avnrt to occur.¿